Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.62 volts and a charge time of 23 seconds three days before the use by date. The device was returned to guidant for laboratory analysis.